Event description:
Stent dislodged, but it was retrieved.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the unit was returned with the stent no longer mounted on the sds. The stent was returned for analysis and was noted to be severely flattened and bent. Functional testing: functional testing to measure the returned unit's stent retention force could not be performed, as the stent was already off the balloon. Dimensional examination: the innter diameter of the catheter's tip, the outer diameter of the body, and the stent profile were found to be within dimensional specifications. A lot history review revealed that no other complaints of this nature have been received for the products from this sterile lot number. Stent retention values measured for this lot during quality control testing were above the acceptable criteria. Cordis has initiated an investigation into this phenomenon to determine its root cause. Stent embolization is a known complication with the use of unsheathed stents.